Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -08.50/+1.5/094 (sphere/cylinder/axis), within the same surgery due to the lens got stuck in the injector and tore during delivery into the patients left eye (os). There was no patient injury. The lens was replaced with another same model/length lens on (B)(6) 2021 and the problem was resolved. The patient and surgeon are happy.